Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID *unkcath (serial: (B)(6)); product type: implant date (B)(6)1999; explant date (B)(6) 2024 brand name; product ID 8596sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6)2017; explant date (B)(6)2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine (50mg/ml at 18.6mg/day) and bupivacaine (15mg/ml at 5.5mg/day) via an implantable pump. The indications for use was unknown. It was reported that the patient was scheduled to have their pump that had reached end of service today ((B)(6) 2024). When the physician opened the pump pocket, they noticed that the pump had some black looking debris around it and that the implanted catheter was disconnected. Upon further inspection, the physician pushed this black debris out of the pump catheter. The physician tried to see if they could get cerebrospinal fluid (csf) to drip from the catheter but was unable to get any fluid flow. The catheter seemed clogged with this thick black debris. At that time, the physician decided to not replace the system, but just to explant it because they were not sure if infection might be present. The patient had not exhibited any withdrawal symptoms and the physician did not think that they had been receiving any of the medication. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
H3: analysis of catheter serial #(B)(6) found catheter body deformed in shape along with dislodgement allegation. Analysis of catheter serial # (B)(6) found sc connector-possible poor connection to pump causing leak or detachment. Analysis of the pump found non-significant anomaly-eos (end of service) due to time progression. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath; serial#: (B)(6); implanted: (B)(6) 1999; explanted: (B)(6) 2024; product type: catheter. Product ID: 8596sc; serial#: (B)(6); implanted: (B)(6) 2017; explanted: (B)(6) 2024; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative reported that the issue had resolved.